Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, this patient underwent a total arch replacement with frozen elephant trunk technique, and a conformable gore tag thoracic endoprosthesis was implanted distal to the elephant trunk to repair a chronic thoracic aortic dissection. The patient tolerated the procedure. After the procedure (on unknown date), imaging revealed a distal type I endoleak from the entry-tear. Reportedly, the endoprosthesis has not fully covered the entry-tear. An endoleak from retrograde flow of the brachiocephalic artery was also revealed. On (B)(6) 2016, another conformable gore tag thoracic endoprosthesis was additionally implanted to repair the distal type I endoleak. The patent region of the brachiocephalic artery was coil embolized to repair the endoleak due to retrograde flow. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications